Event description:
It was reported that during the procedure, there was a bent lead tip on the lead that was not implanted. The product was replaced and the cause of the issue was not determined.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.